Event description:
The event is reported as: the tubing attachment and the mask broke off of the resuscitator. No pt involvement. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.